Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc), so it pacing output was increased. Since therapy could not be guaranteed, it was opted to implant a new device and turn therapy off while leaving the pacemaker system implanted. No additional adverse patient effects were reported.